Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer changed the infusion set and cartridge to resolve the alarm. Insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.